Event description:
About four days after patient had percutaneous endoscopic gastrostomy (peg) feeding tube inserted, the tube was found to be out. The white bumper at the end of the peg tube was found to be missing except for a small fragment which remained attached to the rest of the tubing. The white bumper was visualized on CT scan. Follow up x-ray of the abdomen showed a foreign body in the left upper quadrant. The patient was monitored daily by x-ray for the location of the white bumper, and as of one week post-insertion, it remained in the left upper quadrant per x-ray. The family actually discovered that the tubing was "leaking" and upon the nurse's inspection, the tube was found to be out and the white bumper missing. No one (family, nursing, or patient) was manipulating or tugging on the tube at the time it was discovered. The patient was non responsive. A couple days later, the patient passed the white bumper.